Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stuck in a prime rewind loop. Customer's blood glucose level was unknown. Customer states they was not able to exit the preparing to prime loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Troubleshooting was performed for prime rewind. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.